Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue of image blacks out during angulation was confirmed. In addition, distal end glue peeling was noted. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that when attempting to move the endoeye flex deflectable videoscope, the screen turns black. The event occurred during procedure and a similar device was used to complete the procedure. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the lm's investigation, the likely cause of the event was stress applied to the bending section. From this finding and all available information, this event occurred due to the following: bending section received stress from insertion / withdrawal of the trocar or the like. Skeleton rings and charge coupled device cable interfered within the bending section. Charge coupled device cable in the bending section got kinked / broken. Olympus will continue to monitor field performance for this device.